Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during bipella support of impella cp the patient had hemolysis/hematuria noted. Impella cp repositioned. This morning, the patient became hypotensive, heparin gtt changed to bival gtt due to concern of possible heparin-induced thrombocytopenia. Both the rp and the cp was removed and the patient was put on impella 5.5 support. This report is for the cp and another report will be sent for the rp (serial number: (B)(6).

Manufacturer narrative:
B5 additional information was received. H6 added code e0303 and b13 as they were omitted from the initial manufacturer device report number. H10 added related report number. H11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ investigation summary: the investigation has been completed. Clinical symptoms (thrombocytopenia, hypotension): the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Mechanical interaction with blood(hemolysis): the pump was not returned for investigation. Data log was only provided until (B)(6) 2025, 1:33 am. There was a sudden drop in motor current, pump flow, and placement signal noted on (B)(6) 2025 at 12:20 am, with an active suction alarm. There was no motor current spike or positioning alarm recorded on the data log. According to the clinical details (B)(6) 2025, 10:54 am, both the impella cp and rp pumps were repositioned, and the doctor noted resolution after that. According to the impella rp investigation, no device-related abnormalities were confirmed during the time of hemolysis. The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical information. Device history review: the pump passed all post sterile inspection checks.

Event description:
Additional information was received. The plan was to continue with current therapies.